Event description:
It was reported that during follow-up in clinic, the patient presented with r-wave undersensing due to partial loss of contact on their insertable cardiac monitor. Programming changes were performed in order to address the issue. The patient was stable and will continue to be monitored.